Event description:
The customer initially called to report an alarm on the insulin pump. The customer then mentioned that he was hospitalized several months ago for unk high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.